Manufacturer narrative:
The puritan bennett customer support engineer (cse) inspected the device and adjusted the exhalation filter seal and latch. No parts were replaced. The unit passed extended self testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. It is not verified that the vent was inoperable, and that a malfunction occurred.